Event description:
On (B)(6) 2022 a physician reported that a biomimics 3d 6 x 150mm device was being used in a procedure and the stent had flowered but then is reported to have become stuck. The physician reported that the device was able to be removed from the patient without any impact.

Manufacturer narrative:
A detailed review of the device history record associated with this lot revealed no issues related to the reported issue. The complaint investigation is in progress and any additional information received will be provided in a supplemental follow-up report.

Manufacturer narrative:
This is to correct section h.5. Of the report MDR 3011632150-2022-00060 submitted on 21-jul-2022. Section h.5. Has been updated to correct the section changing the labelled for single use from "no" to "yes".

Event description:
On (B)(6) 2022, a physician was using a biomimics 3d (bm3d) 6 x 150mm device to treat a lesion of the distal superficial femoral artery (sfa). A contralateral approach via a 6fr access sheath and a 0.035" guidewire was used. The device was flushed in accordance with the IFU. The target lesion was prepared using laser atherectomy and balloon angioplasty prior to introduction of the bm3d device. The target vessel was reported as having a lot of calcification present. No resistance was reported during advancement of the device to the target site, but while attempting deployment, the physician experienced resistance. Roughly 2cm of the stent was deployed, but then the physician made the decision to remove the device due the tension experienced. The device was removed without any impact or consequence to the patient. There was a little resistance while removing the device. A second bm3d device was used to successfully complete the procedure using the same guidewire and access sheath. No additional vessel preparation was required between removal of the complaint device and the second bm3d stent. The patient was reported as doing well and was discharged a few hours after the procedure.

Manufacturer narrative:
The investigation on this complaint has been finalised. A detailed review of all the lot history records relating to the relevant stent and delivery system lots identified no issues that were deemed related to the complaint investigation. The device was returned for evaluation. Visual inspection noted that the device was returned in a tied-up configuration. The system had been wrapped up and tied at the strain relief. The device was uncurled, but it was reported that it tended to curl up after straightening. The device was returned with the guidewire still inside the delivery system (ds). An attempt was made to remove it from the proximal luer hub, but due to high friction, it could not be fully removed. A proximal section of the outer braid had been elongated to a reduced diameter and there was a severe bend distal to the section of braid elongation. The bend was deemed to be a result of how the device was packaged and returned. A distal portion of the outer braid was severely elongated. There was a decrease in the outer diameter of the braid from the undamaged braid section to the elongated section of the braid. The glue bond between the outer braid and bifurcation hub had separated. Close inspection of the proximal end of the outer braid and glue port on the bifurcation hub indicated that the device was manufactured as intended. Braid elongation and/or separation of the bifurcation hub to outer braid bond is typically caused by increased friction. The lot related to this device passed its in process monitoring and testing and the deployment forces met the specification limits. Fractured stent struts were observed protruding from the distal end of the outer braid. The distal end of the device was also investigated using microscopy. This confirmed the reported information from the physician that part of the stent had begun to release stent crowns during deployment. It was reported that during the event, resistance was noticed during initiation of deployment, but the physician continued to deploy the stent which resulted in roughly 2cm of the stent being released. The IFU states that "if unexpected resistance is felt at the start of the deployment, do not force the movement of the bifurcation luer; instead, carefully withdraw the sds without deploying the stent. The condition of the target vessel cannot be confirmed without angiographic imaging which was not provided but the reported diseased conditions of the target vessel and level of calcification present can increase friction between components of the delivery system and between the delivery system and guide sheath. The friction can lead to increased deployment forces and was the most likely cause of the resistance noted during deployment in this case, which in turn resulted in outer braid elongation and separation of the outer braid to bifurcation hub bond. Though the physician noted the separation of the bifurcation hub to outer braid bond while removing the device from the patient, it is likely that this had occurred during the deployment attempt but was noticed later by the physician when removing the system. The sequence of this case's events highlights that the resistance at initiation, and subsequent separation of the outer braid to bifurcation hub that occurred during deployment likely led to the partially deployed stent and that deployment could not be continued. The partially deployed stent fractured upon removal and the case was finalised with a second bm3d device. The complaint was categorised as a "partial deployment" and the cause category assigned was "disease/disease progression". Sections b.5., d.9., h.3., h.6. And h.10. Have been updated.